Event description:
It was reported that the patient experienced palpitations. It was further reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.